Event description:
Caller reported that t:slim x2 pump battery would not charge despite attempts using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and advised the caller to use mdi as a backup to ensure continued insulin delivery. Additionally, cts provided instructions for putting the pump into storage mode and outlined steps for the caller to return the problematic pump via ups within 10 days and receive a replacement with updated software.